Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator motor fault alarm. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite. Turbine running bad and zero pressure fail on turbine differential calibration. The mainboard was replaced and operational verification procedure was performed.